Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts were performed for further details regarding the event; however, no response was provided. It could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed error code 1102 ((post) check vent: primary alarm failed). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) provided the customer with the following instructions - listen for audible sound from the speakers, verify that the speakers are connected, verify that the braided wires arre not touching the speaker housing, verify that the resistance of each speaker is 6.8 to 9.2 o, replace speaker #1 (motor control (mc) pcba), replace speaker #2 (power management (pm) pcba), replace the central processing unit (cpu) pcba. The customer was then provided with the part number of the speaker assembly.